Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, an error message "[---}" was displayed on control monitor (ccm). The temperature module's lamp changed orange. After the user attached the module to system base, the displayed temperature value was different than the real temperature by one degree celsius. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.